Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2011 and mesh was used. The patient developed pain and purulent drainage after the procedure. The patient returned to surgery on (B)(6) 2011, for an incision and drainage of abscess and removal of infected mesh. The mesh was removed and sent to pathology and cultures were done. The culture results showed no growth. The pathology exam of tissue and mesh shows inflammation and necrosis of the tissue and disrupted mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - abscess occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.